Event description:
It was reported that during a laparoscopic right nephrectomy, the device would not fire around the artery and vein. Removed the device safely from the patient. Only part of the staples were engaged. It is unknown if the staples were deployed and malformed or if some of the staples were not deployed at all. The device was fired outside of the patient and more staples engaged. It is unknown how the case was completed. The case was changed from laparoscopic to open.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: no patient injury. The following information was requested, but unavailable: what is meant by only part of the staples were ¿engaged¿? Approximately how far did the knife advance? Were staples deployed equally on both sides? Was the force to fire higher than expected? Was the device test fired outside of the patient? How was the case completed? What is the current patient status? The analysis results showed that one ats45 device was returned with a tr45w cartridge loaded on the device. The cartridge was received fully fired and damage on deck was noted. The found damage on the cartridge deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.